Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implantable cardioverter defibrillator (ICD) implant, the wrench remained stuck in the set screw when the physician attempted to tighten the right ventricular (rv) lead coil. The physician unscrewed the set screw, in which the wrench was freed, however the set screw came out. The physician placed the set screw back into the header after several difficulties; however elected to remove and replace the ICD  to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.